Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" to 43 mg/dl. Cause was not known. Customer drank juice and was given a glucagon injection by her son to address bg. Customer then lost consciousness and was transported to the emergency room via ambulance for low bg and seizure. The customer was treated with more glucagon injections and intravenously with fluids of saline. The customer was released the same day with no permanent damage.